Manufacturer narrative:
Date sent to the FDA: 12/23/2008. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device associated with this event is not known. Lot: 974403, mfg: 04/01/2008, exp: 04/30/2013. Lot: 112877, mfg: 08/01/2008, exp: 08/31/2013. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.

Event description:
International customer reported that a patient presented with an "allergic" reaction that is described as bleeding, redness, edema and wound dehiscence two to three days following dental surgery. The pt underwent a curettage of the surgical site followed by a saline rinse and surgical repair. Improvement was reported the day after suture removal and replacement.